Event description:
The facility's biomedical technician reported an infusion pump with failure code 33. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.